Event description:
It was reported by repair work order that the customer alleged that the jack could not be activated due to the foot pedal being disconnected.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was determined that the defect would prevent the jack from pumping up fully. The customer has elected not to repair the unit and instead will be removing the unit and replacing it with an alternative unit.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Event description:
It was reported by repair work order that the customer alleged that the jack could not be activated due to the foot pedal being disconnected.